Event description:
Inappropriate shocks due to noise was reported on this rv lead. Pacing impedances are also out of range.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 49.5 cm proximal to the lead tip. Only the distal fragment was received for analysis. The visual inspection revealed a rubbed through insulation around 7 cm proximal to the lead tip. In this region the conductor cable to the ring electrode was found fractured. This damage can be considered the root cause of the reported oversensing with shock delivery as well as the out of range impedances. The characteristics of this damage indicate an unexpected excessive wear out of the lead. Thus it is assumed that the lead had been subject to severe mechanical stress in the implanted state.causes for elevated stresses are difficult to determine. It cannot be excluded that an accumulation of different factors had impact on the wear out of the lead. These factors may have been interaction with modified tissue, significant cardiac motion due to an adverse lead position including slack or a potential increased ingrowth which affected the lead's motion. Furthermore, tortuous cardiac anatomy, high activity levels of the patient and significant manual labor involving the upper body are known contributing factors. Further analysis of the returned lead fragment did not reveal any irregularity that might have contributed to the reported clinical event. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.